Event description:
It was reported that the patients remote control was showing low battery warning message on the ipg. The patient underwent a revision procedure, wherein the old ipg was replaced with a rechargeable device. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.